Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and reloaded cartridge to address the event. The customer's blood glucose was 241 mg/dl.